Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. Failure analysis investigations did not replicate the customer complaint "system just had an error, 1153". In logs, error 1153 was found to indicate the failure occurred in the field. There was no damage was observed on the exterior and interior of the unit. Failure analysis observed no physical damage to the endoscope receptacle. The unit was installed on the golden system where it functioned as expected. All nodes were present, and the image was clear on the vision side cart (vsc) and the surgeon console cart (scc). The leds on the endoscope controller power distribution board (ecpd) and dual camera interface board (dcib) are present. The system was set to run 10 power cycles. After testing, the error logs were investigated, but no error was found related to the reported event.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the endoscope controller (ec). The system was tested and verified as ready for use. Isi did not receive a da vinci product involved with this complaint to perform failure analysis.

Event description:
It was reported that during a da vinci-assisted ventral hernia ipom surgical procedure using an xi system, the operating room (or) nurse contacted tech support and reported a non-recoverable 1153 error related to the endoscope controller. The system was hard power cycled and restarted without error. However, a clinical sales representative (csr) later reported that the system faulted again between procedures. The intuitive surgical, inc. (Isi) technical support engineer (tse) reviewed the error logs, but the system was not powered on at that time. The tse explained that the error might happen again and that the decision to use the system was up to the surgeon. The procedure was completed as planned with no report of patient injury.